Event description:
Norian crs used on mesh for a craniotomy was removed because of material oozing out. Surgeon thought it may be infected and found that it had not set 1 week post implant.

Manufacturer narrative:
Additional info has been requested but no response has been received to date. No eval could be made, no conclusion could be drawn as no device has been received. Synthes is unable to determine the manufacture date without a lot number.